Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the device is returned and the investigation is completed, a follow up medwatch 3500a will be submitted. Event occurred in (B)(6). Device not yet received by manufacturer.

Event description:
It was reported the outside part of the offset reamer handle broke during a surgery. The procedure was completed successfully with another device and there were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was not confirmed. A visual inspection of the device ws performed and there was no fracture or break observed. A manufacturing review ws completed and there were no discrepancies found. No further investigation is required.